Manufacturer narrative:
Pt info: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.50/+2.5/094 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. The eye is quiet and vault is ideal. Patient is complaining about vision. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the surgeon decided to top up with prk for the residual power. As of now has decided not to undergo an exchange. H6: health impact - additional surgery: 4625 - prk surgery. Claim #(B)(4).